Manufacturer narrative:
Without the benefit of examination and testing, coloplast is precluded from commenting on the condition of the device or the cause of the occurrence, should additional facts prompt us to alter or supplement any information of conclusions contained in the original MDR or in any prior supplemental reports, a follow-up report will be submitted.

Event description:
As reported, though not verified, the customer (experienced wound manager) states product is sticking to the wound which lead to bleeding while trying to remove the dressing and particles of the dressing (pu-foam) had to be removed from the wound with forceps. The dressing was applied for 2-3 days.